Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the centering sleeve for multiloc humeral nail 3.5 locking screws would not allow the drill bit to go through. Screws were not able to be inserted. No fragments were generated. There was a surgical delay of 20 minutes. Procedure was completed successfully. This report is for one (1) 5.8mm/2.8mm drill sleeve for 03.019.019. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.019.021. Lot: 91p8549. Manufacturing site: haegendorf. Release to warehouse date: 29 march 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the 5.8mm/2.8mm drill sleeve for 03.019.019. A dimensional inspection was performed for the 5.8mm/2.8mm drill sleeve for 03.019.019 and met specifications according dimension subcomponent drawing. A functional test was unable to be performed due to mating device (drill guide) was not received. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the 5.8mm/2.8mm drill sleeve for 03.019.019 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -drill sleeve 5.8/2.8 multiloc humerus nail. -drullguide multiloc humerus nail. Dimensional inspection: feature: shaft inner diameter tip. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1 g1.